Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure, the patient had inguinal pain. A computerized tomography (CT) was performed and an arteriovenous fistula and aneurysma spirium were confirmed. Surgical intervention was performed and the patient remained hospitalized for one week following the cryo procedure. The case was completed with cryo. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.